Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced a sudden onset of shaking following emi exposure. The patient had a unrelated surgery to scrape out areas of his prostate in order to urinate easier; a laser was used and the implants were not turned off during the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.